Manufacturer narrative:
Investigation: customer returned ten (10) loose 30g x 8mm, 1ml bd insulin syringes from lot 7177604. It was reported that one needle perforated the customer. The needle was bent and through the shield. All ten returned samples were examined, and it was observed that one of the syringes had a bent cannula; it was also observed that the cannula shield for this syringe had a hole in the side, suggesting that the cannula had been bent and through the shield. A review of the device history record was completed for batch# 7177604. All inspections were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. Visual inspection found (1) syringe with the cannula bent approximately at a 15 degree angle. The shield contained a hole in the middle where the cannula pierced through during the shielding process. There was no adhesive run off on the barrel tip from the cannulator. There were no quality notifications that pertained to the complaint. The cannula is inserted into the barrel tip and adhesive applied to hold the cannula in the barrel tip. The subassembly is then put through the point inspect lube shield machine where it is inspected, lube applied to cannula, and the shield is assembled to the barrel/cannula subassembly and detects for missing shield. Unable to determine root cause of shield contacting cannula during assembly. CAPA#226773, implemented after date of manufacture of lot #7177604, improved the camera and lighting for detection, rebuilt the shielder dial, and improved the preventative maintenance for shielder dial components.

Event description:
It has been reported that the bd ultra-fine¿ insulin syringe has been found with the cannula piercing through the shield before use. The following has been provided by the initial reporter: when getting a package of syringes to perform the sale, one needle perforated the customer. The needle was bent and through the shield. She mentions that after it she removed the shield and the needle remained bent but attached to the syringe.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd ultra-fine¿ insulin syringe has been found with the cannula piercing through the shield before use. The following has been provided by the initial reporter: when getting a package of syringes to perform the sale, one needle perforated the customer. The needle was bent and through the shield. She mentions that after it she removed the shield and the needle remained bent but attached to the syringe.